Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error 63 alarms or pump error 4 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly and pump error 4 alarm is confirmed in the downloaded history files due to a software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarms. Customer¿s blood glucose level was 7 mmol/l. Customer was able to clear the alarm and able to complete insulin pump rewind. Troubleshooting was performed for insulin pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.